Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet pump did not maintain battery charge and that the charger displayed a blinking green indicator with audible beeps while intermittently showing low charge percentages, which indicated no charging connection. The user confirmed removing the hard case during charging and was instructed to ensure the indicator remains solid green, and a replacement charger was provided for troubleshooting. Symptoms included no clinical symptoms. Outcomes included no impact on clinical status and no need for medical care. Investigation included user education, operational checks by the user, and a charger replacement to isolate whether the issue was charger-related. Investigation of this case revealed a suspected charging connection failure consistent with a power supply or charging accessory issue, as evidenced by the blinking indicator and inability to maintain charge. It was concluded, based on previously established findings for similar reports, that the cause was a probable accessory malfunction or poor connection during charging.